Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1pcfl, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was going to the bathroom a lot since a couple of days ago, so they wanted to increase stimulation; it was also noted that this started in (B)(6) 2019, which appears to be conflicting information. Troubleshooting found that they were able to connect and increase stimulation to 2.0. The patient called back on (B)(6) 2019 and reported that their lead had come out and was now exposed; it was clarified that it was still connected to their ins but was exposed through their skin near their tailbone. The patient stated that they noticed it was sore when they would roll over on their back, and they couldn¿t see it, but their ¿pt¿ noticed it when they were working with the patient; this first started ¿about a week ago.¿ the patient stated they would be having a lead revision on (B)(6) 2019, but for now their healthcare provider had given them a shot of antibiotics since it ¿was showing red yesterday;¿ their healthcare provider thought it could have been caused by a blood clot. It was also mentioned that the patient¿s daughter has a lot of allergies to metal, but the patient never thought they had any issues to allergies. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.